Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿lo¿ (a reading less than 40 mg/dl) on her adc freestyle libre sensor. She further reported that on (B)(6) 2018 after seeing the message she experienced ¿panic¿ and called the paramedics. Case notes the customer self-treated with ¿a lot of sugar¿. Upon arrival the paramedics administered two unspecified injections because ¿the customer had taken the sugar¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿lo¿ (a reading less than 40 mg/dl) on her adc freestyle libre sensor. She further reported that on (B)(6) 2018 after seeing the message she experienced ¿panic¿ and called the paramedics. Case notes the customer self-treated with ¿a lot of sugar¿. Upon arrival the paramedics administered two unspecified injections because ¿the customer had taken the sugar¿. There was no report of death or permanent injury associated with this event.